Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. B and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated on (B)(6) 2025 that the patient was admitted with acute on chronic heart failure, not gastrointestinal bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was currently admitted. It was noted that the patient was admitted for gastrointestinal bleeding, and that there were no patient symptoms associated with the event.